Event description:
Customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who provided information on how to reset the pump. After completing the pump reset, the error did not reappear, and the customer successfully started their sensor session.